Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the insulin gauge was intermittently in accurate and the customer alleged the pump was "not delivering insulin correctly." Customer declined further troubleshooting from tandem technical support (cts) regarding the reported issues. Customer's blood glucose level was approximately 400 mg/dl. Multiple attempts were made by cts to follow-up with the customer regarding back-up therapy, however no response was received.